Manufacturer narrative:
It was reported that the device "does not disperse the meds". No additional information is available at this time. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Medication does not "disperse".